Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, when the physician started to release the first band, the ligator's suture broke at the ligator head. No damage was noted to the device, or device packaging. There were no difficulties noted during the setup of the device. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.